Manufacturer narrative:
The insulin pump had motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed the motor test. Device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. Customer stated, the alarm occurred twice in 3 weeks. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 178 mg/dl the morning of the first event. Customer was advised to discontinue the use of the device and revert to a backup plan. . The insulin pump was replaced and returned for analysis.